Event description:
The device was used during a lung volume reduction procedure. It was reported the ez45g staples partially formed and the knife would not cut. A second ez45g was opened and the same events occurred. There was no consequence to the pt. 10/31/96 rep reports the case was completed with a third ez45g. Buttressing material was being used. Lad.

Manufacturer narrative:
Added add'l info. D6; device returned with no lot ID.